Event description:
Report received from baxter-france states "infusion complete 24 hours earlier than 48 hours." Report indicates no patient injury resulted from reported condition. Infusor contained 5fu and d5w for a total volume of 232mls. No additional information is avaiable.